Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had an left ventricular (lv) lead placed and during a post-op check it was found to have high/unstable thresholds and the left ventricular (lv) lead capture was elevated. The lead was found to be dislodged and was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is a participant in the product surveillance registry clinical study.